Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 19. On 2023-11-21, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.